Manufacturer narrative:
The reported sensor was returned. Visual inspection was performed and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Further investigation is required. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted. Investigation is in process.

Event description:
Customer¿s caregiver reported the customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date caller removed the sensor and noticed there was ¿bruising, redness and a hard lump that was hot and sensitive to touch¿. Caller noted having contact with a healthcare provider and reported a prescription for flucloxacillin, an antibiotic was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer¿s caregiver reported the customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date caller removed the sensor and noticed there was ¿bruising, redness and a hard lump that was hot and sensitive to touch¿. Caller noted having contact with a healthcare provider and reported a prescription for flucloxacillin, an antibiotic was provided. There was no report of death or permanent injury associated with this event.